Manufacturer narrative:
The importer reported that user facility reported that a patient experienced burns and blisters at the treatment site following the use of the alma harmony system.

Event description:
The importer reported that user facility reported that a patient experienced burns and blisters at the treatment site following use of the alma harmony system.